Manufacturer narrative:
Follow-up #1: date of submission 12/05/2016. Device evaluation:the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the pump¿s black box and alarm history showed no evidence related to a rewind issue. During investigation, the pump rewind, load and prime were performed successfully and the pump was exercised for 24 hours with rewind issue occurring. The keypad buttons were found to respond appropriately during testing. The complaint of a motor rewind issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the "rewind will not stop." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may lead to a delay in treatment, causing under delivery.